Event description:
It was reported that this right atrial (ra) lead exhibited undersensing resulting in device classified false termination of atrial tachycardia or atrial fibrillation even at times. No information of the lead status. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.